Event description:
It was reported that an external implantable cardioverter defibrillator (ICD) system exhibited oversensing of p and t waves due to noisy signals. One week after it was implanted, no oversensing was observed. This system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).